Manufacturer narrative:
Device evaluation: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing showed that the pump's air detector failed. Based on evidence and investigation, the complaint allegation was confirmed. The cause of the reported issue was determined to be a faulty air detector. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed air in line. No adverse effects were reported.